Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot r290, on the neo instrument.

Manufacturer narrative:
A visual review of results for the unexpected negative reactivity showed that negative reactions appeared as reported by the instrument. The customer replaced the stirring rack on the neo. Inconsistent results were obtained with repeat testing on the echo and neo instruments. We were unable to rule out a sample-related issue. The immucor product investigations lab confirmed the presence of the jka antigen on retention product. The retention product performed as expected. A product deficiency was not identified.